Manufacturer narrative:
(B)(4). Evaluation of the returned device revealed an open hole and fluid was leaking from the lap joint area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 25apr2016. It was reported that a hub leak has occurred. During preparation for a percutaneous coronary intervention (pci), an opticross imaging catheter was used to visualize the unspecified target lesion. The nurse noticed that there was water leaking from the connecting hub. The procedure was completed with an unspecified imaging catheter. No patient complications were reported and the patient's status was good. However, device analysis revealed an open hole in the lap joint area.